Event description:
The customer contacted physio-control to report that their device would not charge and, as a result, defibrillation was not available. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure, observing that there was a service indicator present and event codes in the memory, in addition to the device not charging when prompted. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.